Event description:
The event involved a 4 gang, 4-way, stopcock w/baseplate where the customer reported that the product was leaking between the first and second stopcock; both were infusing vasoactive of milrinone and epinephrine. Patient on significant vasoactive support, high concern due to instability of patient and requiring line change. No harm due to train (stopcock) itself, but because the patient was extremely unstable, need to change line was of high concern due to leaking. Any small change equals patient decompensates, so having to change line early due to leaking was concerning. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history report (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.